Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 103 mg/dl. The customer stated that she had taken the battery out for a little bit, but the insulin pump would not allow her to push any buttons to garner a response. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The most recent blood glucose reading was 115 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms noted during testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.